Manufacturer narrative:
Pt age: the exact age of the patient is unknown,however, it was reported the patient was over 18 years. Additional device info: the lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6), 2014. According to the complainant, nine minutes into the ablation phase with saline fluid temperature of 90 degree celsius, patient felt a warm sensation. There were no fluid loss alarms or deficits registered. The procedure was stopped and flushed the area with cold saline. The sheath was removed from the patient¿s uterus and saline was noticed on the posterior aspect of the external opening of the cervix. It was reported that the patient had a first degree burn and the burn area was treated with silvadene cream. The patient condition at the conclusion of the procedure was reported to be ¿stable¿. An additional attempt has been made to obtain follow up event details with no response from the clinician.